Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the extended gain calibration failed. Site was able to perform the standard rad gain calibration successfully prior to attempting the extended calibration. There was no patient involved. Additional information stating that system would not complete detector gain calibrations and would not take a hd spin.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the filed service engineer (fse) com pleted calibrations with no issues. Could not reproduce the problem. Customer used the machine with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D14 code applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.